Event description:
Caller states that he went to the hospital due to his device reading 300-400 mg/dl. He states that his device read 423 mg/dl while the hospital device read 133 mg/dl. He also reports comparing this device to another that he purchased. This device read 423 mg/dl and in the 400's mg/dl, while the other device read 76 mg/dl and in the 90's mg/dl respectively. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.